Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a right total hip. The patient had a recurrent dislocation and loose acetabular shell. The dr. Put in a titanium revision shell, mdm liner, and new head.

Manufacturer narrative:
An event regarding acetabular shell loosening & recurrent dislocation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of a right total hip. The patient had a recurrent dislocation and loose acetabular shell. The dr. Put in a tritanium revision shell, mdm liner, and new head.